Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the implant did not remain in patient, because the anchor did not deploy. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Event description:
***Update avoe (B)(6) 2024 it was further reported that the device was fully inserted into the patient and did not hold.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3641sp-1 serial/batch number (B)(6) was received for investigation. Functional testing doesn't apply for the received part. Visual evaluation revealed that the received anchor indicated the repair suture did not shuttle into the knotless mechanism, likely due to incorrect application of the device's surgical technique. The most likely cause for the reported failure is a user error. According to fdu-0054 at revision 0. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.